Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was outside walking when they mentioned they were not feeling well. They fell at home outside while playing with their dog. The patient fell to the ground and was still responsive. Moments later, the patient had low flows and was unresponsive. The emergency medical services (ems) were called, and they were brought to the emergency department, unresponsive with low flow alarms. The patient had low flows for over an hour. The patient was intubated and sedated immediately when they arrived at the emergency department. The history did not show any pump stops. The event log files captured low flow events from (B)(6) 2025 at 23:29:49 through (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events. The cause of the fall was not thought to be mechanical. It was likely caused by outflow graft occlusion leading to low flows which caused the patient to fall. There was previously identified narrowing in the proximal portion of the vertical component of the outflow graft. There was worsening stenosis which measured about 3mm maximally in the anteroposterior dimension and extended craniocaudally for a length of about 2.4 cm. The patient received fluids and heparin drip. The cause of the low flows was likely a mixture of hypovolemia and increased narrowing of the outflow graft. The flows returned to almost baseline on (B)(6) 2025.

Manufacturer narrative:
Section d4: model and catalog numbers corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from 13jan2025 through 17jan2025, per the timestamps. On 16jan2025 at 23:29:40, flow became decreased, and low flow alarms became active shortly after. Pump flow remained below the baseline for the remainder of the log file. The log file also noted routine power source changes and pi events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outflow graft continued to be monitored on the patient.

Manufacturer narrative:
H6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.